Event description:
It was reported that this patient presented for device evaluation, as an alert had been generated for the lead safety switch (lss) being triggered due to a pacing impedance measurement greater than 2500 ohms on the right ventricular (rv) channel. An alert for out-of-range rv intrinsic amplitudes was also reported. Review of the electrogram at the time of the out-of-range impedance, identified the minute ventilation sensor had been disabled by a signal artifact monitor (sam) episode. Additionally, non-physiological high frequently noise, oversensing and loss of capture with occasional pacing inhibition up to five seconds occurred. The patient was referred for a revision of this epicardial rv lead. Prior lead issues requiring intervention had occurred. The patient's physician attributed those issues to the patient's vascular anatomy, as there is no venous drainage in both of her arms, a history of vasculitis and procedures related to an aortic aneurysm. The device was reprogrammed to unipolar pacing, bipolar sensing, automatic threshold measurements and the automatic gain control was reprogrammed to 1.5mv. The patient reported symptoms of lethargy but is doing well overall. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for device evaluation, as an alert had been generated for the lead safety switch (lss) being triggered due to a pacing impedance measurement greater than 2500 ohms on the right ventricular (rv) channel. An alert for out-of-range rv intrinsic amplitudes was also reported. Review of the electrogram at the time of the out-of-range impedance, identified the minute ventilation sensor had been disabled by a signal artifact monitor (sam) episode. Additionally, non-physiological high frequently noise, oversensing and loss of capture with occasional pacing inhibition up to five seconds occurred. The patient was referred for a revision of this epicardial rv lead. Prior lead issues requiring intervention had occurred. The patient's physician attributed those issues to the patient's vascular anatomy, as there is no venous drainage in both of her arms, a history of vasculitis and procedures related to an aortic aneurysm. The device was reprogrammed to unipolar pacing, bipolar sensing, automatic threshold measurements and the automatic gain control was reprogrammed to 1.5mv. The patient reported symptoms of lethargy but is doing well overall. No adverse patient effects were reported. Additional information was received that this patient presented for an rv lead revision. The initial plan was to deliver a transvenous lead via the left jugular vein; however, ultrasound identified the left jugular vein was patent. Cannulation was successful, but the introducer guidewire was unable to advance beyond the brachiocephalic vein due to a known occlusion. Therefore, the physician decided to implant an epicardial lead. A thoracotomy was performed, and the lead was successfully implanted on the left ventricle, tunneled to the pacemaker pocket, and connected to the replacement device. A pericardiocentesis kit was utilized and no procedural complications were noted. All lead measurements were normal. The patient was monitored during the hospital stay and was discharged a few days later. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.